Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the pacemaker. The pacemaker was explanted and replaced. The patient did not experience any consequences.

Event description:
New information received on 23aug2019, indicates that the noisse was over-sensed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.